Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.3. Meter was dropped by cleaning lady. Date: (B)(6) 2010, inratio: 4.6. Pt skipped two coumadin doses as instructed by doctor. Date: (B)(6) 2010, inratio: 3.8, re-test: 4.4. Re-test was done on a different finger.